Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-jul-2023. H.6. Investigation summary: a complaint of a broken male luer was received from the customer. Twelve samples were received for investigation. Through visual inspection, the customer complaint was confirmed. All twelve samples had cracks in the male luer. Potential lots were determined using the smartsite ids on the received sets. A device history record review was performed for these potential lots and no quality notifications were found for the defect of male luer damage. The manufacturing plant was notified of this defect. The defect was determined to be related to the user. The clinical team was notified of this complaint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets had cracked tubing collars. The following information was provided by the initial reporter: "IV tubing collars cracking with the use of the male dual cap."

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets had cracked tubing collars. The following information was provided by the initial reporter: "IV tubing collars cracking with the use of the male dual cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary a complaint of a broken male luer was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets had cracked tubing collars. The following information was provided by the initial reporter: "IV tubing collars cracking with the use of the male dual cap."